Manufacturer narrative:
(B)(4): the device has been returned. Analysis is currently in progress.

Event description:
It was reported that the patient underwent a procedure for micro endoscopic discectomy to treat lumbar disc herniation at l4-l5. During removal of the hernia at l4-5, the dura was damaged. In addition, cauda equina seemed to be cut according to the surgeon. The surgeon fixed the dura using suture and surgical glue. Post-op, it was confirmed that the patient had mobility in his le. Further complication is unknown. The surgeon commented that the cause of the incident was a human error. The surgery time was extended for more than an hour due to the incident.

Manufacturer narrative:
The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Submitted picture appears to show micropituitary has no damage or defect that can be identified from the submitted images. No additional information about the event can be determined from the submitted pictures. Product not returned. Unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.